Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted.

Event description:
It was reported during an atrial flutter ablation procedure there was leakage at the handle of the catheter due to a broken luer extension tube. There were no consequences to the patient. Additional information was requested but is not available.